Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A employee reported during a procedure a secondary energy too high message appeared. The laser stopped at 24%. The laser was restarted and gas change was performed. The laser was then reprogrammed and the ablation was completed. Upon follow up, patient's very is doing well.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. A review of the log-file showed one energy error 20. Treatment was interrupted at 24% but successfully finished at the same day. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).